Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead was dislodged and high pacing thresholds were observed. This rv lead was repositioned. Additional information was obtained from the field representative indicating that the dislodgement was confirmed thru fluoroscopy. The rv lead remains in service. No additional adverse patient effects were reported.